Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it was reported that the rx herculink elite was used to treat the superior mesenteric artery. It should be noted that the instruction for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that a herculink elite stent was implanted in the superior mesenteric artery via a long sheath in the right groin. The stent was adequately apposed to the vessel wall and there was no problem with balloon inflation or deflation. After the stent delivery system was removed without difficulty it was seen that the shaft had separated and the detached portion remained inside the long introducer sheath. The detached portion of the shaft was removed using a snare. There was reportedly no adverse patient effect or clinically significant delay in procedure. No additional information was provided.